Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised 5 days post implantation due to periprosthetic fracture. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. X-ray review by third party health care professional states that overall fit and alignment as well as bone quality appears normal. No periprosthetic lucencies or fractures are detected. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.